Manufacturer narrative:
Technician isolated to liquid entering into the siderail latching mechanism and drying. This caused the siderail latch to move sluggishly and not to latch properly. Cleaned and lubricated the siderail latch to resolve this issue. Bed located in bed repair shop.

Event description:
Info alleged that the left intermediate siderail intermittently does not latch. No injury reported.